Event description:
Customer reported the tip broke when touching a tooth on the lower anteriors of the patient. The tip disappeared and she felt confident she had suctioned the tip, but had the patient go to the doctor to get an x-ray to confirm. Patient was cleared.

Manufacturer narrative:
No material nor manufacturing issues found. The breakage may be due to dropped or misused insert.